Manufacturer narrative:
A ge svc rep performed an on site investigation. The pivot motor drive board was reseated during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the locking pin in the tube head on the 2600 system prevented the tube head from being positioned over the pt prior to a case. The pt had to be moved to another room. The procedure was completed without further incident. No pt injury was reported.